Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the battery oscillator device and the reported condition that the device ailed pretest for check for sticky triggers was conformed. An assessment was performed and it was determined that the device failed visual inspection. It was identified that the device trigger did not move smoothly, and the mode switch resistance was too high. Also, it was found that the device mechanics were damaged, motor and the swing fork were worn. During assessment, it is identified that the locking knob is loose. It was noted that the check oscillation frequency test with a frequency meter could not be performed and therefore marked as failed. It was determined that the cause for the loose knob defect is a confirmed design error and is covered under a CAPA. The cause for the other found defects were due to normal wear. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: the actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly. UDI ¿ (B)(4).

Event description:
It was reported from the netherlands that during service and evaluation, it was determined that the battery oscillator device failed pretest for check the quick coupling for saw blades, check for sticky triggers, check the oscillation frequency, and mode switch-test. It was further determined that the device failed visual inspection. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.